Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) did not have the inner white sheath. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The sealant sleeve was displaced near the shuttle hub. The sealant and advancer tube were observed to have remained inside the outer cartridge tubing. The sealant was observed to have been exposed to blood. The condition of the returned device is consistent with the device failing to deploy. The device was inspected for damages that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the advancer tubes length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. A product history review of lot f2012701, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The advancer tube was observed to have remained inside the outer cartridge tubing. However, ¿sealant- failure to deploy¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively be determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further reviewed of additional information received the following sections have been updated accordingly :g4,g7,h1,h2,h3 and h6 as reported, the 5f mynxgrip vascular closure device (vcd) did not have inner white sheath. There was no reported patient injury. The device was not returned for evaluation. The product was not returned for analysis. A product history record (phr) review of lot f2012701revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube-missing advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot#: f2012701 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) did not have inner white sheath. There was no reported patient injury. The device was not returned for evaluation.